Event description:
The patient called animas on (B)(6) alleging the cartridge o-ring slid halfway down the cartridge. She said that in the evening her blood glucose level was 252 mg/dl, at which time she gave a dose to correct her blood glucose. She said she does not check for ketones and did not have symptoms at the time. The following morning she woke up with a blood glucose level of 461 mg/dl. She denied nausea, vomiting, shortness of breath, or chest pain. The patient noticed the cartridge was almost empty and the o-ring slid halfway down. Troubleshooting determined that the product per the instruction booklet and no use error was evident. The patient was trained on the use of the product. This complaint is being reported due to the alleged cartridge issue. The patient did not suffer any symptoms indicative of a serious injury.

Manufacturer narrative:
The paitent does not have the cartridges available for return. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the cartridge passes visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. The cartridge was inserted into a test pump with no difficulties removing the cartridge; the o-ring did not slip off onto the body of the cartridge.